Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
The facility believes the patient's right eyebrow hit a footswitch on the floor. The nurse said the patient had been unwell from the time the blood was drawn before the mammogram was taken. The radiologist later confirmed that the patient had no pain during the mammogram itself. Fujifilm determined that the cause of the adverse event was the patient's condition.

Event description:
On (B)(6) 2023 fujifilm corporation was infomred of an event involving fdr ms-2000. After a mammogram, the patient had a vagal reflex, collapsed, and lost consciousness. When falling, the patient hit near the right eyebrow, resulting in a cut of approximately 1 cm. The wound was sutured. There was no death reported with the event.